Event description:
Hardware removal nonunion and painful hardware.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.